Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The delivery pro portional solenoid (psol) was returned for failure investigation. It was attached to the test ventilator and powered up. No errors and no alarms were found. Performed and passed the extended self-test (est). The analysis determined no fault found with the returned component. The event was isolated in the field to a potential fault with delivery psol; however, the returned component was analyzed, and no fault found. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator generated a background fault/device alert. It was noted that the unit did not stop delivering breaths. The patient was placed on an alternate ventilator and there was no harm to the patient was a result of the event. Per review of the logs, the ventilation entered backup ventilation at the time of the event.

Manufacturer narrative:
Device evaluation summary: the medtronic service engineer (se) inspected the device, and found associated diagnostic codes. The se replaced the delivery proportional solenoid (psol). The unit passed testing and operated within the manufacturing specifications at the time of service. The delivery psol has been received by medtronic for further evaluation. No fault was found as the received delivery psol performed normally and ran for 24+ hours without error codes and/or alarms. A probable cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator generated a background fault/device alert. It was noted that the unit did not stop delivering breaths. The patient was placed on an alternate ventilator, and there was no harm to the patient was a result of the event. Per review of the logs, the ventilation entered backup ventilation at the time of the event.